Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions and, were connected to unspecified extension tubing sets. After unspecified lengths of time in use, the healthcare professionals attempted to deliver medications IV push through the distal clave y-sites of the primary tubing sets. It was reported that the healthcare professionals noted resistance and were unable to deliver the medications. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Two devices were received. Investigation is not complete.